Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the defibrillator conductor was distorted. It was also noted that the inner tubing was kinked/buckled, there was blood in/on the helix mechanism, and the lead was damaged at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant attempt, the lead had difficulty advancing through the sheath, and when removed, the proximal coil began to unravel. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.